Event description:
Baxter (B)(4) received a report that an infusor leaked from an unknown location when the device was removed from the overpouch. The device was filled with a 240-ml solution of tazocin in saline at a concentration of 50.25 mg/ml. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: baxter received one sample containing approximately 234 ml of fluid in the reservoir. Upon receipt, fluid was noted inside the bag which contained the sample. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap. Functional testing of the device revealed no signs of leak after tightening the blue winged luer cap and monitoring for 24 hours. The root cause was determined to be an untightened winged luer cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.